Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had up and down arrow button are non responsive and sometimes rainbow effect on the screen. No harm requiring medical intervention was reported. The customer stated that insulin pump had diminished battery life and non responsive to brand new battery, rewind takes a little longer. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly, charge/battery lasts less than expected anomaly and excessive no delivery alarm due to buttons not responding. (B)(4).